Event description:
The hand controller for the medrad injector is not functioning. A new controller is used for each case and 3 of the hand controllers had to be switched out at the beginning of the case because they would not inject or flush.